Event description:
Insulin delivery was stopped because the customer did not select "done" once finishing the load process. The customer's blood glucose was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.